Manufacturer narrative:
The patient is (B)(6). An event regarding stem loosening involving a constrained acetabular inserts was reported. It was reported that the stem was a competitor device. No allegations were made regarding the insert. There is no indication that the product reported in this investigation may have contributed to the event.

Event description:
It was reported that the patient had a loose competitor cemented stem, so the surgeon revised to competitor stem and stryker cup. Stryker constrained liner was removed from competitor cage.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the patient had a loose competitor cemented stem so the surgeon revised to competitor stem and stryker cup. Stryker constrained liner was removed from competitor cage.